Event description:
Embio clinical study it was reported that the patient was hospitalized for abdominal pain and vomiting post procedure. The patient was enrolled in the embio clinical trial: left gastric artery embolisation for weight loss in obese patients with bmi 35-50kg/m2. The patient had abdominal pain and vomiting post procedure, which required inpatient hospitalization or prolongation of existing hospitalization. On (B)(6) 2022, the patient started the following treatments: electrolyte solution (plasma-lyte 148) intravenous solution once (1000 ml) and enoxaparin (40mg, qhs). On (B)(6) 2022, the patient started the following treatments: CT abdomen, thorax, and pelvis with contrast cyclizine tablet (50mg, tid); lansoprazole (30mg, bid); ondansetron (4mg, tid); hyoscine butylbromide (10mg, tid); lactulose (10 ml, bid); morphine sulfate (5mg, qid); and paracetamol (1g, qid); glycerol (4g, once). On (B)(6) 2022, the patient started the following treatment: simeticone (10ml, tid). The event was resolved, and the patient was discharged on (B)(6) 2022.